Manufacturer narrative:
Phone number not provided.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported to philips that they need a processor pca replacement. There was no information as to any patient or user involvement.